Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not adjust stimulation, with or without the antenna attached. Impedance readings were later measured at over 4,000 ohms on most of the bipolar pairs. The only viable pairs were c and 0, c and 3, and 0 and 3. The patient may have had a fall, but did not remember the details of the fall. The device was reprogrammed to address stimulation needs, but when the voltage was adjusted to get it effective the patient did not have full leg movement. X-rays appeared to show the lead in the correct location, but were not conclusive. It was later reported that the patient experienced stimulation in the wrong location. The patient's implant was turned off and a lead revision was planned with a date to be determined. The patient's symptoms worsened after turning off the device, and the patient was given permission to turn it back on if she felt she could get some relief. The impedance values were still high on 7 of the 10 pairs.